Event description:
The patient stated that he stopped using v-go 40 about 1-2 months ago because the v-go's were coming off of his skin when working in the yard. The patient stated that he had the v-go's applied to the back of his arm or stomach and used the alcohol swab to clean the infusion site. The patient disposed of the worn v-go's.